Event description:
A central line was placed. Staff were able to flush the line without difficulty. However, they were unable to draw back any blood. The line was pulled and a new line was placed at the same site.